Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, original surgery was a cystoscopy, pubovaginal sling (pelvicol), total vaginal hysterectomy, left salpingo-oophorectomy and anterior repair under general anesthesia for stress urinary incontinence. Additional implant: approx 5 years 11 months post implant patient underwent monarch transobturator sling and cystoscopy for stress urinary incontinence under general anesthesia. In 2011-2012 - underwent revision of bladder sling. Outcome attributed to device includes, patient states pain, infections, pain during sexual intercourse, urinary incontinence, uterine prolapse.